Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia of value 596 mg/dl. Customers other blood glucose values were 496mg/dl, 296 mg/dl, 465mg/dl and 133mg/dl. The customer was treated with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose and also for infusion set, reservoir and site issue. Customer stated auto mode feature was active. The insulin pump will not be returned for analysis.